Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4: batch #833d07. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a green reload inside of its package with one red staple retainer placed on the reload. The second photo shows a tyvek with lot # 833d07, product code gcflgg and expiration date 2028-10-31. After a more thorough review in our quality systems, it was confirmed that the reload should have a yellow staple retainer instead of a red staple retainer. Based on the photos the event described is confirmed. This defect has been correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the photos received. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. B3: only event month and year known: march 2026. D4: batch#: unk. Additional information was requested, and the following was obtained: 1. Please provide the account/facility name (B)(6). 2. Could you please clarify when the issue was identified (pre-op/intra-op/post-op)? Pre-op. 3. Please provide device batch#: 833d07. 4. Please provide a picture (if available). Photo has been uploaded. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch number: of 833d07 / 11gcflgg, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively to an unspecified surgical procedure, it was observed that the retainer color was red when opening the packaging. The correct retainer color of this code should be yellow. There was no patient consequences reported. No additional information provided.